Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa assay on a cobas e 411 analyzer (rack system). The sample initially resulted in a total psa value of 1. 36 ng/ml, accompanied by a data flag. The sample was repeated two times, resulting in total psa values of 0.079 ng/ml, accompanied by a data flag, and 0.072 ng/ml, accompanied by a data flag. The result of 0.079 ng/ml was deemed correct. The questionable result was reported outside of the laboratory. The total psa reagent lot was 614949 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was without alarms. The calibration signals on calibrator level 2 were slightly lower than expected but did not appear to affect the performance of the calibration. Quality control recovery was within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, "liquid flow cleaning", "sample liquid level detection" and "assay reagent volume inadequate" alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytical sample handling.